Event description:
It was reported that they were not able to read the data during implantable neurostimulator (ins) telemetry. It was noted that they ran the ins check with a former clinician application card and was not able to read the data. It was noted that the hpc would change the application card. It was noted that the response to patient after the check was unknown. It was noted that there were no health hazards to the patient. It was noted that the following week a manufacturer representative would meet the hcp to check the status of the device. Additional information received reported that there was high impedance measured at a position adjustment operation on (B)(6) 2014. It was noted that only a fragment of the coil was returned. It was noted that the patient received effective therapy.

Manufacturer narrative:
(B)(4).